Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tah/bso, retropubic colporrhaphy and cystoscopy. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced bacterial vaginosis, urge incontinence, pelvic floor dysfunction and atrophic vaginitis it was reported that the patient underwent revision surgery on (B)(6) 2014 due to a vaginal mesh exposure and removal of vulvar inclusion cysts.